Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 3 of 5. Per the initial report the hc had no power . The home patient (hp) reset the power cord in the back of the hc. The hc came back with system error 2367 . The technical service representative (tsr) explained the alarm and helped the hp clear the alarm. The hp would reset the hc with a new bag and cassette. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2367 was not confirmed due to unavailable sample. The root cause is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.